Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The exposed rv (right ventricular) defibrillation coil was distorted. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant procedure, the physician had difficulty placing the lead due to patient anatomy. The lead had low r-waves and difficulties when implanting the lead where it was hard to push it into the ventricle and find acceptable r- wave. After a while the lead had distally become curved and couldn't be straightened. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.